Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a cracked minicap was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a crack was identified on the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.